Manufacturer narrative:
A replacement breastpump was sent to the customer to help resolve the issue. The product was not returned to date for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2015 that she was experiencing low milk expression while using her freestyle breastpump and developed mastitis. Her doctor diagnosed the mastitis and prescribed the antibiotic dicloxacillin. She is currently using the antibiotic and it is starting to clear up the mastitis, however she still has lumps in the breast.